Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to the 300s (mg/dl) since switching from novolog to humalog insulin on (B)(6) 2016. Customer believes that the bg levels were caused by the switch in insulin types. Customer administered boluses with the pump to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.